Manufacturer narrative:
Visual examination of the rac-b instrument finds that the cord is nearly severed approximately one quarter of an inch from the electrode connector body. The majority of the wires are completely severed, with a few still being intact. All of the wires exhibit signs of charring and melting. The wire bundle inside each end of the cord appears to be otherwise intact. The balance of the instrument is in good physical condition with no signs of abuse or excessive wear. Conclusion: the exact cause of the failure is unknown. The most likely cause of the failure would be a cut or other damage to the cord in the failure region, which would lead to an electrical short condition during activation to any nearby grounded object. This short condition would then produce arcing and burning of the wires and insulation, resulting in the ultimate failure of the cord. Any evidence of the original external damage to the wire insulation would have been lost due to the melting and charring of the cord. Warranty is denied - customer caused damage.

Event description:
During a transuretheral resection of the bladder, the surgeon received a small shock due to a break in the rac-b cautery cord. Another rac-b cord was used to complete the procedure with no further incidents.